Manufacturer narrative:
Product event summary-the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead may have been fractured. It was also reported that there was short v-v intervals and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk bi-ventricular (bi-v) defibrillator (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2010; 4196-88 implantable pacing lead (B)(6) 2010. (B)(4).